Event description:
A report was received that the patient had difficulty charging the ipg because there was too much adipose tissue. The patient underwent a revision procedure wherein the ipg was relocated and debridement of adipose tissue was performed. The patient did well post-operatively.